Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Please refer to the literature data below. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Manafi a, barikbin b, manafi a, hamedi zs, moghadam sa. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World journal of plastic surgery. 2015;4(1). Hong, j.y., et al., impending skin necrosis after dermal filler injection: a "golden time" for first-aid intervention. Dermatol ther,2017. 30(2). Maruyama, s., a histopathologic diagnosis of vascular occlusion after injection of hyaluronic acid filler: findings of intravascular foreign body and skin necrosis. Aesthet surg j, 2017. 37(9): p. Np102-np108. Salval, a., et al., impending facial skin necrosis and ocular involvement after dermal filler injection: a case report. Aestheticplast surg, 2017. 41(5): p. 1198-1201. Wang, q., et al., vascular complications after chin augmentation using hyaluronic acid. Aesthetic plast surg, 2018. 42(2): p.553-559.

Event description:
The present event happened outside of the u.s., in (B)(6). According to the received information, after being injected in the lips a few days ago, the patient presented with a severe adverse reaction, likely to ba a vascular compromise in the upper lip and the nose area. A teoxane medical expert was contacted on 2019-10-23 in order to assist the injector in the treatment approaches. He advises injecting hyaluronidase all over the ischemic area. Injector then hyalased 3 times over the week to reduce the effects, which led to the complete resolution of the symptoms. According to the received information, the injector monitored the situation. Information received on 2019-12-06 confirmed the total resolution of the symptoms regarding this case.